Event description:
A cartridge alarm 20 was reported by the caller. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed consecutive cartridge alarms and resolved the issue by sending a replacement pump. Instructions were provided to store the pump and return the problematic one to tandem via ups. The caller was informed of the steps to take upon receiving the new pump and acknowledged understanding. No backup therapy was available at the time, and the caller intended to contact their healthcare provider.